Event description:
It was reported that this right atrial (ra) lead exhibited inconsistent capture threshold and intermittent loss of capture at maximum output a few weeks post implant. The patient was referred to another physician for future lead repositioning or replacement as they are predominately atrial paced. No evidence of intervention to date. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited inconsistent capture threshold and intermittent loss of capture at maximum output a few weeks post implant. The patient was referred to another physician for future lead repositioning or replacement as they are predominately atrial paced. No evidence of intervention to date. No adverse patient effects were reported. Information later received indicates the patient was seen in dr. Brady's clinic and the lead seems to be only occasionally not capturing now. Dr. Brady is going to wait another month to see if the issue self-resolves and then make a decision to potentially reposition the lead at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited inconsistent capture threshold and intermittent loss of capture at maximum output a few weeks post implant. The patient was referred to another physician for future lead repositioning or replacement as they are predominately atrial paced. No evidence of intervention to date. No adverse patient effects were reported. Information later received indicates the patient was seen in dr. Brady's clinic and the lead seems to be only occasionally not capturing now. Dr. Brady is going to wait another month to see if the issue self-resolves and then make a decision to potentially reposition the lead at that time. Additional information received indicates the patient has since undergone a revision procedure, and this lead was explanted and replaced. Besides intervention, there were no other adverse patient effects reported. The lead will not be returned for analysis.

Manufacturer narrative:
This device will not be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.